Event description:
Patient received synvisc injection in right knee on (B)(6) 2017. Next day, she reports that she could not walk or bear weight on leg and had knee pain 10/10. Patient was brought to ed via ambulance. Patient denied calf pain, and there was no warmth or redness. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: right knee osteoarthritis.